Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 93 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
It was reported to carefusion that the unit had an internal mechanical failure and the unit had a high pressure oxygen leak. It is unknown at this time whether there was any patient involvement associated with this complaint.